Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a shaft break occurred. The 3.0x24mm, 90% stenosed, concentric shaped, de-novo target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. When this 3.0x12mm quantum maverick balloon catheter was removed from the packaging, it was noted that the shaft was broken. The device was not used and the procedure was completed with another device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis in two pieces. A hypotube fracture was identified. The proximal portion of the device measured 26.5cm from the distal edge of the strain relief to the hypotube fracture site. The distal portion of the device measured 116cm from the hypotube fracture site to the distal tip. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a shaft break occurred. The 3.0x24mm, 90% stenosed, concentric shaped, de-novo target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. When this 3.0x12mm quantum maverick balloon catheter was removed from the packaging, it was noted that the shaft was broken. The device was not used and the procedure was completed with another device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.